Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarms. The customer's blood glucose level was 89 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that they had experienced the error twice in the month. The troubleshooting was performed and they received the unexpected restart alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.